Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: customer returned (12) loose 0.3ml bd insulin syringes. Consumer reported when removing the orange needle caps from the syringes, the needle comes off with the cap. All 12 returned syringes were examined, and it was observed that 9 syringes exhibited a needle hub/shield assembly separated from the syringe; no damage to the barrel tips was observed. The 3 other returned syringes were tested to determine the shield removal force. All 3 tested syringes tested within specification. A review of the device history record was completed for batch# 9126684. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 6 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the orange needle caps from the syringes, the needle comes off with the cap. Stated the needle caps are difficult to remove. Stated this happened with 6 syringes so far. Lot# 9126684. Cat # 328438. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported when removing the orange needle caps from the syringes, the needle comes off with the cap. Stated the needle caps are difficult to remove. Stated this happened with 6 syringes so far. Lot# 9126684. Cat # 328438. Date of event: (B)(6) 2020.